Event description:
Tip of tunneler broke off inside patient during removal from patient. Tunneler has a rigid plastic device that creates a pathway for a hickcman catheter. Tunneler has a sharp pointed end and the tip of the pointed end (aprox. 3mm) broke off inside patient and could not be located by palpation or image intensifier. Catheter was placed without difficulty and the patient suffered no ill effectsdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.